Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04629 / 04630).

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6), 2015. During the procedure, while the surgeon was impacting the liner the acetabulum fractured due to the patient's poor bone quality and the force of the impact. Another cup was used to complete the procedure. During the procedure, the surgeon removed one of the screws due to positioning.